Manufacturer narrative:
H.6. Results code 1:213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® dryseal flex sheath instructions for use, adverse events that may occur and / or require intervention include, but are not limited to bleeding and vascular trauma.

Event description:
On (B)(6) 2019, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. At the final angiography proximal type I endoleak was suspected. The patient was being monitored. On (B)(6) 2019, this patient underwent emergent endovascular repair of contained rupture of the descending thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis. At the final angiography, type ii endoleak was suspected. A localized dissection was observed in the left external iliac artery during access angiography. No additional treatment was performed and the patient was being monitored. No comment was received from the physician.